Manufacturer narrative:
The tech found the plug on the power cord was old. He replaced the power cord plug to repair the bed.

Event description:
The tech found a high ground reading on the bed during a preventive maintenance check.